Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 250 mg/dl to 370 mg/dl. The customer alleged that the pump was not delivering insulin properly as insulin drips were not seen exiting the tubing during the fill tubing process, although customer was able to change cartridge and infusion set and resume insulin successfully, customer maintained that the pump was not functioning properly. Additionally, it was reported that multiple occlusion alarms occurred. Customer changed cartridges, and infusion sets and resumed insulin successfully. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin delivery issue could not be verified.